Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
Expiration date 12/31/2020. Implant and explant date: (B)(6) 2016 and (B)(6) 2018. Production date 02/19/2016. Manufacturing evaluation: the valve was received in the return kit, submersed in liquid. Visual inspection - no significant deformations or damage of the valve were detected during the visual inspection. Permeability test - a permeability test has shown that the progav valve is permeable. Adjustment test - the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test - the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the specified tolerances. Results - finally, we have dismantled the valve. Inside the valve we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the progav was shown to be permeable. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants.